Event description:
Telephone call from pt's daughter. Daughter stated tubing looked cracked. Daughter did not visualize leaking of chemotherapy. Nurse sent to pt's home, chemotherapy bag and tubing replaced. Tubing brought back to facility. Visual inspection of extension set revealed separation of tubing from luer lock hub connection, distal end.